Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus keymed ltd (okm). Okm found the following. Electrical contacts in the scope connector and el connector contained debris/foreign substances and became corroded. A electrical continuity error occurred due to water invasion in the scope connector air/water leakage from the instrument/suction channel. The angle wires were stretched. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The reprocessing process at the user facility differed to the one recommended in the instruction manual of the subject device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4) (okm), it was found that black and brown object came out from the channels of the subject device. Okm surmised that the reported event might be caused by insufficient or incorrect reprocessing of the subject device at the user facility. There was no report of patient injury associated with this event.